Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that during a gynecological laparoscopy a part of the forceps broke in the abdomen of the patient. When the forceps was removed from the trocar, one jaw from the forceps was missing. The jaw was finally found after using an image intensifier and removed immediately. The forceps was isolated. The patient was not injured.

Manufacturer narrative:
On 8/26/15 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a jaw is broken: the observation of the breakage zone shows oxidation. The jaw appearance, coating and monopolar plug are different from manufacturing specifications and have been changed. Device history evaluation - no nonconformity for this lot. Conclusion: the instrument has been repaired / modified outside of microfrance by an external contractor no qualified by microfrance. This modification could have weakened the instrument and led to the reported event.